Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that during an implant procedure, the physician was trying to place this right ventricular (rv) lead but high pacing impedance measurements ranging from 1800 to over 3000 ohms were observed in three different implant locations. The physician decided to remove and replace the rv lead prior to pocket closure and it was never in service. No adverse patient effects were reported.